Manufacturer narrative:
(B)(4) date sent: 2/17/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy procedure, when the female doctor closed the device for the 1st time of using, it was unusually hard and no click sound was heard. It was so hard when firing that a male doctor took over mid-operation. However, it could not be fired, and when the jaws were opened, only one or two unformed staples were protruded, and the resection was not performed at all. It was suspected a malfunction, so the main body and cartridge were replaced with new ones. When the male doctor closed the jaws at that time, a click sound was heard, but it felt harder than usual. It was harder than usual when firing and there was a loud clanking sound, but the trigger was able to fully grasp all the way. When the jaws opened, it was found that about 2/3 of the front, including that had malformed, were stapled, but 1/3 of the front had not stapled at all. Furthermore, the knife had not moved forwards, and no tissue was being cut at all. It was suspected to be a product defect, so the procedure was changed to ligation using an end loop, and the surgery was completed. The lot number is currently being confirmed. In addition, lot numbers which were the first and second one was mixed together, making it impossible to know which was the first lot number. The cartridge color was blue. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent 3/10/2026. D4 batch #463d47. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged, the knife exposed between the jaws and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 463d47, and no non-conformances were identified.